Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.1-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: sliver of plastic noted to be floating in the syringe once the vaccine was drawn.

Event description:
It was reported that syringe flu plus 0.1-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: sliver of plastic noted to be floating in the syringe once the vaccine was drawn.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2102409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. However, with the picture alone, it was not possible to confirm the reported issue. At this time, a cause related to the manufacturing process could not be determined for this incident. H3 other text : see h10